Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the anchor at the front end of the osteoraptor was loose when driving the anchor. After removing the anchor, it was found that it had cracks. The procedure was successfully completed with non-significant delay using a back-up device inserted in the same bone hole. The current health status of the patient is good and no other complications were reported.

Event description:
It was reported that during a glenoid labrum repair surgery, the anchor at the front end of the osteoraptor was loose when driving the anchor. After removing the anchor, it was found that it had cracks. The procedure was successfully completed with non-significant delay using a back-up device inserted in the same bone hole. All the pieces were removed from the patient by tweezers. The current health status of the patient is good and no other complications were reported.

Manufacturer narrative:
B5 and health effect - impact code updated.

Event description:
It was reported that during a glenoid labrum repair surgery, the anchor at the front end of the osteoraptor was loose when driving the anchor. After removing the anchor, it was found that it had cracks. The procedure was successfully completed with non-significant delay using a back-up device inserted in the same bone hole. The current health status of the patient is good and no other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the anchor is fractured on the proximal end. A visual inspection of the returned device found that it is not in it's original packaging. The anchor was not returned with the device. The distal end of the shaft is bent. The sutures and shaft have debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation could not be performed due to the condition in which the device was received. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.